Manufacturer narrative:
The review of manufacturing documents revealed no deviation in material or in the manufacturing process. The review of the risk assessment indicated the issue was within tolerance, therefore no corrective actions are deemed necessary at this time. A non-conformance was not determined. No measures necessary for this case. The basics of the gamma3-system are the interaction of nail set including a set screw and lag screw in the proximal area. The intention is to allow the fracture site to subside (if the fracture gap is too big) in order to support bone union. This requires motion in a relative rigid construction and is solved by lateralization of the lag screw. The set screw ¿ as part of the nail kit - is designed to fit into one of the four grooves of the shaft of the lag screw with ascending shapes at both medial and lateral. This prevents both rotation and complete migration of the lag screw but allows sliding in a limited and defined range. The tip of the set screw showed a very small dent without surface damage. The dent confirms (slight) contact to the lag screw. It could be suggested that the set screw had not been engaged at all during the period of implantation. In this case no specific damages were found on the u-blade lag screw. Only a very small imprint in the edge of the superior sliding flute of the lag screw was suggested being the counterpart of the dent in the set screw. This means that the set screw had initially been placed on the outer circumferential surface of the lag screw. Presupposing the set screw had been unscrewed for ¼ of a turn ¿ or more ¿ the intended dynamic locking had been eliminated. There was no control over the lag screw because the set screw was not engaged to the lag screw. In such a case the lag screw is not protected against rotation and medial migration. A free motion of the lag screw ¿ in all directions ¿ can rather be expected. According to provided information and referring to faultless (unbroken) products resp. Given function the cause of the event was most likely contributed by an insufficiently placed set screw. The set screw had not been placed sufficiently into the sliding flute of the lag screw. It could not be excluded that the set screw had been unscrew for more than ¼ of a turn. In case relevant information becomes available we reserve the right to update the investigation and to change the root cause. The event was not caused by a deficiency of any of the devices.

Event description:
It was reported that on (B)(6) 2015, gamma3 primary surgery was performed. The patient complained pain after that. The lag screw has penetrated to the pelvis. A few days later, the lag screw was out from the nail in the direction of the pelvis completely. On (B)(6) 2015, revision surgery was performed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that on (B)(6) 2015, gamma3 primary surgery was performed. The patient complained pain after that. The lag screw has penetrated to the pelvis. A few days later, the lag screw was out from the nail in the direction of the pelvis completely. On (B)(6) 2015, revision surgery was performed.